Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed self-test and unexpected restart error alarm test. No unexpected insulin pump alarm. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was very short only lasting about 2 days. Insulin pump received an unexpected restart alarm during normal use and pump was not stored or not in use for an extended period of time. Alarm history also showed an external ram crc error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.